Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿if you start to program a bolus but do not complete the request within 90 seconds, the incomplete bolus alert occurs." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels throughout the day. The highest bg level was 419mg/dl; the current bg level was 313mg/dl. A system check was performed, an air bubble was found within the cartridge patient line. A correction bolus was delivered and a manual injection was administered to address the current bg level. During the system check, the customer reported an occlusion alarm occurred earlier in the day. The customer's blood glucose (bg) level was in the 200's mg/dl range during the occlusion alarm. The customer cleared the alarm and insulin deliveries were resumed. Additionally, it was reported an incomplete bolus alert occurred. The customer's bg level was 339mg/dl and a manual injection was administered to address the bg level.